Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
It was reported that the pressure gauge was broken. An encore balloon catheter inflation device was selected for use. During unpacking, it was noted that the pressure gauge was broken. The procedure was completed with another of the same device. No patient complications were reported.